Event description:
Boston scientific received information that the lead was explanted due to a failure. (B)(6) hospital, (B)(6) , canada dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).